Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary: (B)(4) analysis confirmed the device would not power up, and the cause was the main pcb (printed circuit board). The lower case was also found to be broken and the battery contacts compressed.

Event description:
It was reported the unit would not power on to default settings during testing. The battery was replaced with a new one, and the voltage was verified. When powered on, the screen began to "scroll" and then shut off, rather than power on to default settings. There was no patient involvement or incident associated with this device.